Manufacturer narrative:
(B)(4). Carefusion technical support shipped a replacement user interface module to the foreign distributor, and issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for eval. As of 03/30/2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow-up medwatch report will be submitted. Additional info on pt involvement/info was requested from the dist on 03/09/2015, however no additional info has been received.

Event description:
This complaint originated from a foreign distributor in (B)(4). The distributor reports that the user interface module (uim) on one of their ventilators does not power-up. This was the only info provided by the distributor.